Manufacturer narrative:
The manufacturer was unable to duplicate the reported problem. The ventilator passed an extended test run using the customer¿s ventilator settings. The ventilator also passed the ltv final test which includes many ventilation and alarm functions. Internal inspection did not reveal any anomalies with the ventilator. A review of the event trace revealed one ¿tbn estp¿ and one ¿tbn hstp¿. The event trace also indicates that the ventilator was not in use on the reported event date of (B)(6) 2015. The final customer operational period ended on (B)(6) 2015. All other event trace entries are consistent with normal ventilator operation.

Event description:
It was reported that the ventilator had stopped working with an audible alarm. No patient harm reported.